Event description:
It was reported that a large volume infusor was found to be leaking in the green overpouch. This malfunction occurred before use. There was no patient involvement; therefore, no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 14d002 was manufactured on april 4, 2014 ¿ april 5, 2014. The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.